Manufacturer narrative:
Initial and final (B)(4) - device 3 of 4. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occured in united states. It was reported that the patient experienced an adhesive malfunction event on (B)(6) 2026, as the customer stated that infusion set has came off because of bad adhesive. The patient replaced infusion sets and resumed insulin successfully. No further information is available.